Event description:
It was reported that a malfunction occurred on the pump, with no notable events prior. Customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted with information on resetting the pump, which successfully resolved the issue without recurrence. Customer continued to use the pump and was advised to report any future malfunctions.